Event description:
It was reported that during an ablation procedure, the laser fiber of the probe burned above the portable connector module (pcm) connection. Upon starting the laser ablation, the heat was increasing at a slow rate on the noise mask. The user then stopped lasing and the clinical specialist (cs) went into the magnet bay and immediately smelled burning plastic. It was noted that above the laser fiber plug, the fiber was charred. The probe was then disconnected and a new probe was inserted. The user was able to continue with the ablation without issue. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the device was inspected and it was noted that the damaged laser fiber was within the strain relief near the connector. The fiber insulation and strain relief were melted and burned.

Event description:
It was reported that during an ablation procedure, upon starting the laser ablation, the heat was increasing at a slow rate on the noise mask. The user then stopped lasing and the clinical specialist (cs) went into the magnet bay and detected an abnormal smell. It was noted that above the laser fiber plug, the fiber was discolored and had a void. The probe was then disconnected and a new probe was inserted. The user was able to continue with the ablation without issue. There were no patient complications reported in relation to this event.